Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that the implant does not work any longer (since 2016) and wants it removed because it¿s not doing any good for her. The patient stated that her right butt cheek is hurting where the implant located. It was noted that the patient¿s bladder was burned from radiation and her urologist says if the ins is not working then why keep it. The patient stated that she needs a different treatment because she has no more bladder and will be seeing a healthcare provider (hcp) on (B)(6) 2018 about her bladder. The patient asked for hcp listing because she does not have a managing physician. Physician listings were mailed out to the patient. No further complications were anticipated/reported.